Event description:
It was reported that while treating a (B)(6) year old male patient weighing (B)(6) pounds, the autopulse platform was deployed but would not start active operation. The patient was down for 4 minutes before the paramedics arrived. No bystander manual CPR was performed. Paramedics performed manual CPR for 3 minutes prior to the deployment of the autopulse platform. Patient was also shocked with an AED twice. The platform was powered on and the patient was aligned. The lifeband contracted and fitted to the patient. However, the platform did not perform any compressions. The lifeband was removed and manual CPR was performed throughout the arrest. Return of spontaneous circulation (rosc) was never achieved. Patient reportedly expired. However, the exact time, date and cause of death was not provided. The reporter could not provide any additional information regarding the details of the event or the time, date and cause of death.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and no damages related to the complaint were noted. Functional testing was performed with a manikin and a large resuscitation test fixture (lrtf) equivalent to a (B)(6) pound patient and could not duplicate the reported issue. The archive file shows that the last two sessions listed in the archive were on the reported event date of (B)(6) 2013. Both sessions ended with user advisory 2 (compression tracking error) faults, indicating that there may have been a disparity between the load cells that was too large. Further inspection of the platform was then performed and confirmed that there was in fact a disparity between its load cells with or without weight being administered. Specifically, load cell 2 was found to be defective. In summary, the reported complaint was verified based on review of the archive file indicating ua 2 faults had occurred with the platform. These faults were attributed to a defective load cell 2. Upon replacement of the load cell, the platform passed all testing criteria.